Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a compliance endokit was used on (B)(6) 2019. According to the complainant, during preparation, when the technician opened the kit, there were overwhelming fumes which caused the technician to have an allergic reaction. The technician was taken to the emergency room. It is unknown as to what treatment was given to the technician in the emergency room however they were reported to be fine and stable following treatment. There was no patient involvement with this event.